Manufacturer narrative:
(B)(4).

Event description:
It was reported the wire became unraveled when the resident was inserting the arterial line. Follow up information states everything was removed and a new kit was used for the procedure. No x-ray was performed as they were confident everything was removed. There was no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Device evaluation: the report that the guide wire unraveled was confirmed. Returned was a guide wire. The guide wire in this kit is straight and both ends are the same. The guide wire was unraveled at one end. The core wire was separated adjacent to the weld at the end that was unraveled. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The weld at the opposite end appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the proximal weld is intact. The core wire measured approximately 35 cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire measured 0.523 mm. This met specification of 0.508 - 0.533 mm per guide wire graphic. The other remarks: instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.